Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter was present in the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image black out was an electrical component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had an image blackout during downward operation. The issue occurred during a diagnostic procedure that was completed using a same device. There were no reports of patient harm.